Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that patient can¿t get her device to work. Patient clarified that she was seeing poor communication screen. Patient was not currently feeling stim and she had a return of symptoms. Patient had not had any falls or trauma. She was recently implanted with bandage and swelling still present. A few days later, patient further reported that she stopped feeling stim on (B)(6) 2017. Patient did not feel stim while therapy was on. Patient was on program 3 at 6v. Patient increased stim to 7 and was still not feeling stimulation. Patient changed to program 4 and was still not feeling stim at 7.7. Patient then changed to program 1 and reported feeling stim comfortable at 5.3. Patient stated stim was too strong at 5.5 today. Patient was able to connect with and without antenna on the day of this call and she was able to make adjustments to stimulation. It was indicated that troubleshooting resolved the report issues. Patient indicated she had appointment scheduled on (B)(6) 2017. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the cause of the lack of stimulation and stimulation being too strong was bladder pain and urinary tract infections (uti). However, urine cultures were negative. The patient also had painful urination. It was noted that the stimulation being too strong and loss of therapy hadn't resolved. The patient had interstitial cystitis and had to turn the device off to help with pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.